Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin as squirting out during the manual prime process. The customer's blood glucose level were 177 mg/dl and 114 mg/dl. The customer reported that she tried to change her tubing and when it hit the bottom of the reservoir it made the insulin squirting out. Customer stated insulin continued to drip after letting go of the act button. Customer was unable to successfully prime the set. Customer stated they were unsure if there was a gap between the piston and the reservoir stopper. The customer stated that the drive support cap was protruded. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to motor error alarm.